Manufacturer narrative:
Three devices were returned and evaluated. The evaluation result is as follows: the complaint about the grey indicator not moving could not be confirmed. The 2-ring piston is at a position indicative of the device working properly. The device appears to have performed as intended. The complaint about the hyperglycemia event could not be confirmed. The device fluid path and function were tested and passed with no issue observed. The device appears to have functioned as intended.

Event description:
Patient reported that he had 2 devices which stopped delivering insulin; he noticed his bg was 300 and into the low 400s and the gray indicator was not moving. Patient experienced highs on (B)(6) 2020. The patient stated that he was prescribed v-go 40 but the pharmacy dispensed v-go 30 devices in error two weeks ago. The patient has been using v-go 30 for 2 weeks. The patient reported that he's been experiencing highs between 300-400 all day each day. On a normal day the patient's numbers are around 180. Patient stated that he didn't experience any symptoms for the hyperglycemic events and that his glucose monitor alerted him about his numbers. Patient confirmed he did not press or hit the needle release button, making the needle retract and insulin delivery cease. Patient wears the v-go device on his stomach.